Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d5, d9, h3, h4, h6, h11. H4: device manufacture date ¿ the lot was manufactured between july 3rd and july 7th 2024. H11: two actual devices were received for evaluation. Visual inspection was performed on both the samples, and the reported issue of leakage was not easily identified. Functional leak testing was performed, and it was noted that there were leaks from the lower left edge of sample 1, and from the middle left edge of sample 2. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.